Event description:
A caller reported the freestyle libre sensor fell off after 6 days of wear. The customer experienced a loss of consciousness and was found by his wife after 2 hours. The customer was unable to self-treat however, no treatment was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre sensor fell off after 6 days of wear. The customer experienced a loss of consciousness and was found by his wife after 2 hours. The customer was unable to self-treat however, no treatment was reported and no further information was provided. There was no report of death or permanent impairment associated with this event.